Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. The patient notifier alerted the left ventricular lead to have high impedance. During attempted reprogramming, the lead exhibited loss of capture. The physician suspected the lead to have dislodged. On(B)(6) 2016, fluoroscopy was performed and confirmed the dislodgement of the lead. The lead was explanted and replaced. The patient was in good condition prior and posts operation.